Manufacturer narrative:
(B)(4).

Event description:
The customer¿s mother reported via phone call that customer hospitalized for high blood glucose on (B)(6) 2020 due to insulin pump failure. Blood glucose reading was 600 mg/dl to 700 mg/dl. The customer stated that insulin pump was working properly and declined to troubleshoot for the customer¿s high blood glucose. Customer stated that auto mode was on and off. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set, ozp-mmt-7020-snsr.